Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had a replace battery alarm after being exposed to water. The reporter stated that there was water in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: evidence of short battery life was observed in the pump's black box. The alarm history showed multiple battery related alarms. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump's current draws were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.